Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraesophageal surgical procedure, vessel sealer extend(vse) stopped providing energy. The site tried the vse in both the e-100 and iesu with no change. The vse was installed on arm 4 and site replaced the instrument to resolve the issue. Technical support engineer (tse) viewed logs and noted radio-frequency identification (rfid) error on universal surgical manipulator(usm)4 and recommended to return the faulty instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument been sealing/cutting as usual prior to the issue, the instrument worked for 84 min prior to requiring replacement. When it was working the seal cycle completed with the fast audible tones as expected. It was working fine then stopped. The issue occurred while sealing. There was no sealing when instrument was dysfunctional it would not seal at all. There was no energy, no cautery and no audible tones. The customer troubleshot the cautery cable, removed and reinstalled instrument, nothing worked. Electrodes seemed exceptionally sticky from his other cases. Unsure if this was due to patient tissue, or vse specifically. There was charred tissue on the electrodes and encouraged staff to clean more frequently. There were no errors when the issue occurred. At the time of the event, during the sealing sequence, there was no audible signal (continuous tone) while the pedal was pressed. The seal cycle did not complete with the fast audible tones as expected. There was no tissue effect, no bubbling of tissue because no energy was generated. There was no tissue ever cut that was not fully sealed. The target tissue was not under tension during the sealing/cutting process or exposed to any radiation or chemotherapy prior to the procedure. The vessel was not greater than 7 mm in diameter, the surgeon was cauterizing the lesser sac during an esophagectomy case. There was no evidence of vessel calcification. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle, the customer had just cleaned it. No unexpected additional bleeding was experienced by the patient. Video recordings of the incident have been provided for review. The tissue was quite ¿sticky¿ when the instrument was working but may have been due to a bit of charred tissue on the electrodes. The clinical sales manager (csm) had suggested the scrub nurse to clean frequently if possible.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Isi received a video clip related to the alleged complaint and the video was reviewed by a clinical development engineer (cde). The videos shows a vse being used repeatedly to seal fatty tissue. The seal tone is audible and there is steam/tissue effect indicating that energy is being delivered.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and no product issue was identified. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no related failures reported in the logs during testing. The instrument passed energy recognition tests on both in house e100 and erbe. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. The instrument was fully functional. The complaint was not confirmed by failure analysis. The probable root cause maybe attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Insufficient sealing can result when attempting to seal and transect medium-large vessels surround by fat. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to a sealing deficiency.